Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a main arm cannot communicate with the motor arm alarm and hal software error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error.